Manufacturer narrative:
Review of the history device records for the valve, product code 82-3112 with lot 144184, conformed to the specifications when released to stock failure analysis- the valve was visually inspected: some biological debris was noted inside the housing. The valve passed the tests for programming, occlusions, leaks, reflux and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer at the time of the investigation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve was not programmable anymore and was revised.the event lead to 30 minutes surgical delay.